Event description:
Boston scientific received information that during a follow up out of range pacing impedances were recorded on this right atrial lead. The pacing thresholds had also increased. In addition the sensing had decreased. It was noted that due to noise on the right atrial channel, several anti tachycardia response episodes were recorded. No fracture was observed. The device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.